Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient is without therapy. The ipg was deemed inoperable as the patient had not recharged the device in approximately 2 months. The patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored post-operative.